Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported on a no cross form that the stent failed to cross the lesion and the stent jumped off the balloon. The procedure was completed using another resolute onyx des of the same size. No a patient injury was reported.